Manufacturer narrative:
(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: abnormal image (green screen and flickering image), charged coupled device (ccd) glass has minor scratches and malfunction of the insertion section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image (flickering) (malfunction of universal cord causes) this event is caused by a component failure of the universal cord. The universal cord failure is an electrical/electronic component problem, but the cause of the universal cord failure could not be determined. The most likely cause is a random failure. The malfunction of the insertion section caused the image had a green screen, this event is caused by a component failure of the insertion section. The insertion section failure is an electrical/electronic component problem, but the cause of the insertion section failure could not be determined. The most likely cause is a random failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had abnormal image (green screen and flickering image), charged coupled device (ccd) glass has minor scratches and malfunction of the insertion section. The issue was found during a service/maintenance of the device. There were no reports of patient involvement.